Event description:
Alleged event: the surgeon was using the balloon trocar when it burst. The pt's condition is reported as fine.

Manufacturer narrative:
The device history report investigation for the product weckvista access balloon port 10mmx70mm, lot #01c140025 was manufactured on 03/04/2014 did not show issues related to the complaint. The MFR will continue to monitor and trend related complaints.